Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. The keypad symbols were found to be worn off, which has no effect on insulin delivery. During testing, the up arrow and contrast buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response; the down arrow and ok keypad buttons responded appropriately. During evaluation, there was evidence of contamination found under all of the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012, reporting that one of the button was intermittently unresponsive. The reporter was not sure which button it was. The reporter confirmed that there was no known trauma to the pump, the keypad was intact and there was no moisture exposure to the pump. The reporter mentioned that the up, down and ok keypad symbols were worn off. The patient reportedly does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.